Event description:
A female consumer reported that she began using complete moistureplus multipurpose solution. She developed a keratitis by acanthomeba. She is still in treatment and her visual acuity has been affected.

Manufacturer narrative:
Batch documentation review: the batch was manufactured in accordance with our procedures. Process controls are correct and without remarkable incidents. The yield of this batch was also conforming to product specifications. No incidents which could be related to any issue were found during the manufacturing processes. Physico-chemical and microbiological attributes were within product specifications at the time the lot was released. In 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the facility regarding eye infections from acanthamoeba. Therefore, this event is being reported as a MDR. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis we have not been unable to determine the relationship. Root cause has not been established.